Manufacturer narrative:
The investigation determined that higher than expected vitros tropi es results were obtained from a single patient sample processed across two different vitros 5600 integrated systems. Subsequent investigation determined the most likely cause of the event was the presence of heterophilic antibodies in the patient¿s sample that were interfering with the vitros tropi es assay. As detailed in the vitros tropi es instruction for use (IFU), heterophilic antibody interference is a known limitation of the vitros tropi es assay. The issue is isolated to the specific patient sample in question, and there is no indication the vitros systems or vitros tropi es reagent lot 2730 malfunctioned.

Event description:
The customer observed higher than expected vitros tropi es results obtained from a single patient sample processed on two vitros 5600 integrated systems. Patient sample tropi es results: 0.637, 34.7, 20.3, 21.5, >80 ng/ml versus expected <0.034 ng/ml (url). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results associated with the patient sample were reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported values. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).